Event description:
It was reported that the insulin pump was not functioning; it was stuck on the screen asking for the blood glucose. The customer attempted delivering a bolus and the screen of the insulin pump got stuck. The customer's blood glucose was unknown. The customer also stated that the keypad of the insulin pump was unresponsive and there were specific buttons that did not work. The customer stated that the device might have been exposed to sweat because the customer went for a walk and had the device tucked in their bra. Troubleshooting was performed in order to determine if there was an issue with the buttons of the insulin pump or if the screen of the device was just frozen. The customer stated that the information on the screen changed, ad it was supposed to. The customer was advised that the insulin pump needed to be replaces. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.